Event description:
A hepatic arterial perfusion study (haps) was attempted at a hospital after being provided with instructions on the procedure by the pharm d. Tc99maa was injected into the center device reservoir in error. It is not known if the reservoir was rinsed and refilled with heparinized normal saline following the incident. The device is due to be refilled at the pharm d.'s facility this week (week of 3/10/97) and a haps will also be one at his facility prior to the device refill. The pharm d. Contacted the MFR to find out if the injection of tc99 maa into the center device drug reservoir will have any effect on device function. The MFR clinical nurse informed the pharm d. That the MFR had no info on situations where the maa remained in the device reservoir. The MFR clinical nurse informed the pharm d. That evaluation of the device flow rate at the next device refill the week of 3/10/97 will be important. No further details available.